Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was not on the balloon upon its return. The stent was not returned for analysis. The balloon was not tightly wrapped and was subjected to positive pressure as the balloon was partially inflated. From the condition of the balloon it was not possible to see the stent impressions. Visual and microscopic examination found that the hypotube was kinked at 500mm distal from the catheter's strain relief. Several smaller kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination found that the tip was slightly damaged. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 35 x 4.0mm, 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). Pre-dilitation was performed with an unspecified balloon. The 4.00 x 38mm promus element stent was introduced and before it could be deployed, the stent moved approximately 15-20mm beyond the target lesion. A 1.5 x 15mm balloon was introduced to expand the stent and a non-bsc stent was implanted. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 35 x 4.0mm, 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). Pre-dilatation was performed with an unspecified balloon. The 4.00 x 38mm promus element stent was introduced and before it could be deployed, the stent moved approximately 15-20mm beyond the target lesion. A 1.5 x 15mm balloon was introduced to expand the stent and a non-bsc stent was implanted. No further patient complications were reported and the patient's status is good.